Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer had been treated by a physician for high blood glucose value. Customer was not using insulin pump at the time of admission. Customer stated that every time that they used the insulin pump, blood glucose presented unstable. The device will not be returned for analysis.